Event description:
A malfunction alarm was reported by the customer, displaying malfunction code 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, which resolved the issue, and the malfunction code did not recur. The customer was instructed to monitor the situation and was advised to call back if any further issues arose.